Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels that reached 569 mg/dl. Bg was addressed with a bolus and the customer's doctor delivering a manual injection. Cause for bg was unknown. Tandem technical support performed a pump system check and found the pump to be functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.